Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 18 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 8 atmospheres as per specification. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 14-2/5.8/75 xxl was advanced for dilation. During the procedure, the balloon was inserted. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 14-2/5.8/75 xxl was advanced for dilation. During the procedure, the balloon was inserted. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.